Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator (vc) that the patient presented with a massive head bleed and inr at time of event was 2.4. The vad coordinator reports that pump was working well. They did give vitamin k at time of admission to reverse anticoagulation. The cause of death was the head bleed.